Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer provided the icsi protocol they used for their ivf treatments. I.suppression phase: decpeptyl 0.1 from day 21 of menstrual period for 10 days one ampoule. Then, 1/2 amp. For 14 days. Ii. Ovulation induction: puregon 100 and/or gonal pen 300or 900 and /or gonal f-75 and /or merional 75 differ from one patient to another.. E2 test done as the following schedule day 2 from cycle day 5 from stimulation day 7 stimulation day 9 stimulation day 11 stimulation a definitive root cause was not determined. The provided calibration data showed that the customer used expired calibrator at least once and was not following the recommended calibration frequency. There were doubts about the validity of the quality control results and thus patient results based on invalid and overdue calibration and quality control. The provided quality control results showed oscillating results, sometimes within a day and frequently out 2sd. The provided alarm trace showed several alarms occurred that pointed to frequent poor sample quality and handling. Based on the provided data, a general reagent issue was not evident. On (B)(6) 2014, the measuring cell was exchanged and complete maintenance and liquid flow cleaning was performed.

Event description:
The customer alleged they received questionable estradiol g2 results on their e411 analyzer. The customer stated they first noticed the issue in (B)(6) 2013. The customer stated they had tested 2500-4000 patients over a year's time. The number of patients affected by this event was requested but not provided. The customer provided data for four patients, one of which had discrepant results. The patient's initial estradiol result was 7122 pg/ml. The sample was repeated in another laboratory and the result was 5236 pg/ml. The sample was tested in a third laboratory using an e411 analyzer and the result was 5890 pg/ml. The customer stated their estradiol results were reported outside the laboratory. Some patient may have experienced hospitalization up to intensive care admission, plasma transfusion, or generalized edema up to lung edema and respiratory distress. Information on whether any patients were actually adversely affected was requested but not provided. The estradiol reagent lot number was 175761; the expiration date was requested but not provided.